Event description:
Reporter alleged he obtained discrepant blood glucose results of lo versus 192 mg/dl and lo versus 66 mg/dl when testing for each comparison was performed a few minutes apart on the compact plus system. Reporter alleged he was not experiencing any hyperglycemic symptoms during the time of testing. Reporter indicated self treating with food and soda based on both comparisons however no other action or treatment was reported. A request was made for the return of the suspect product and replacement product was sent.